Manufacturer narrative:
(B)(4). Associated products : item#:00235701804;distal lateral fibular plate left 4 holes 80 mm; lot#:63164543. Item#:unknown;unknown fibular plate screw; lot#:unknown. Item#:unknown;unknown fibular plate screw; lot#:unknown. Item#:unknown;unknown fibular plate screw; lot#:unknown. Item#:unknown;unknown fibular plate screw; lot#:unknown. Item#:unknown;unknown fibular plate screw; lot#:unknown. Item#:unknown;unknown fibular plate screw; lot#:unknown. Item#:unknown;unknown fibular plate screw; lot#:unknown. Item#:00830004400; tibial base component size 4 orange; lot#:63013095. Item#:00830001400; talar component size 4 left lot#:62990950. Item#:00830005400; tibial insert component size 4; lot#:62738619. Item#:unknown; unknown joint screws (qty. 8) lot#:unknown. Foreign report source: (B)(6). Reported event was confirmed by review of initial surgery op-records, which noted no intra-op complications. Review of follow-up notes noted patient having mild swelling, moderate stiffness, tight laxity, no tenderness, normal strength, and mild pain. No abnormalities were noted on the x-ray. Device history record (DHR) was reviewed and no discrepancies were identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05331. 0001822565 - 2020 - 01811. 0001822565 - 2020 - 01812. 0001822565 - 2020 - 01813. 0001822565 - 2020 - 01814. 0001822565 - 2020 - 01815. 0001822565 - 2020 - 01817. Remains implanted.

Event description:
It was reported that the patient has been indicated for revision due to increased pain in the joint attributed to the fibular plate. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.